Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) switched off and was not switching on. The equipment was urgently changed. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code). Getinge field service engineer (fse) call received and attended at dated 26/02/24. While as per customer at 10pm (B)(6) 2024 equipment went switched off while it was connected to patient. Urgently they changed equipment and shifted patient. Fse found power management board is fully damaged while motor control board can be also damaged due to spillage of saline. While it was connected to patient. Urgently they changed equipment and shifted patient is fully damaged while motor control board can be also damaged due to spillage of saline. Further investigation can be performed after its replacement. Call attended date: - 12/06/2024 replaced the power management board & motor control board. Observed the machine on system trainer for more than 1 hours. Now machine is working ok but during performing the functional test it is observed that the drive vacuum is slightly less where vacuum filter needs to be crosscheck. It is advised to not use the machine until the vaccuum problem sorted out. New power management board and new motor control board was replaced. Call attended at dated 19/6/24 replaced vacuum inlet filter. Equipment tested for more than 4 hrs after drive regulator calibration, performed all test and handover to customer in working well condition.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional field: e1 ((B)(6). Getinge field service engineer (fse) call received and attended at dated (B)(6) 2024. While as per customer at 10pm (B)(6) 2024 equipment went switched off while it was connected to patient. Urgently they changed equipment and shifted patient. Fse found power management board is fully damaged while motor control board can be also damaged due to spillage of saline. Further investigation can be performed after its replacement. Estimate will be submit asap. No patient harm. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.